Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the device displayed an unknown error message to replace the transmitter. No additional event or patient information is available. No product was provided for evaluation. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found.